Manufacturer narrative:
Initial and final MDR (B)(4)-device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was bent or kinked event on 17-sep-2024 to 26-feb-2026.the issue occured with 4 infusion sets. The infusion set was in use for 30 minutes.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.